Event description:
Scan commenced at 11:55 with anesthesia; at approximately 12:30 scanner images were not clear/readable - coil changed. Patient rescanned, images unable to be collected. Several attempts were made to collect images and the engineers were called, but scanner failed. At 14:38 scan aborted.

Event description:
Scan commenced at 11:55 with anesthesia; at approximately 12:30 scanner images were not clear/readable - coil changed. Patient rescanned, images unable to be collected. Several attempts were made to collect images and the engineers were called, but scanner failed. At 14:38 scan aborted.